Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis (isr) and myocardial infarction (mi) occurred. In (B)(6) 2013, the patient was referred for cardiac catheterization. On the same day, index procedure was performed. The target lesion was a de novo lesion, located in the mid right coronary artery (rca) with 90% stenosis and was 18 mm long with a reference vessel diameter of 2.50 mm. The target lesion was treated with pre-dilatation and placement of a 2.50 x 20.00 mm pe plus stent. Following post-dilatation, residual stenosis was 0%. One day post index procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented to the emergency department with the complaints of substernal chest pain that started the day prior. Electrocardiogram (ECG) revealed possible left atrial enlargement, st & t wave enlargement, consider lateral ischemia and abnormal ECG. The cardiac enzyme was noted to be elevated and site reported an event of mi. In view of cardiac enzyme elevation, the patient was referred for cardiac catheterization. The following day, coronary angiography revealed 60-80% isr of study stent placed in mid vessel. Three days post admission, the 80% isr of study stent located in mid rca was treated with pre-dilatation and placement of a 2.50 x 24.00 mm synergy drug eluting stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.